Event description:
Boston scientific received information via the patient¿s remote monitoring system that a red alert was detected for this right ventricular (rv) lead as it exhibited high out of range (oor) pacing lead impedance (pli). There had been some variances in pli for the past few months; however, measurement does not appear to be oor. During a device interrogation, the lead exhibited oversensing of noise and loss of capture at 7.5 volts. Rv pli was observed at greater than 2000 ohms. However, there was no report of pacing inhibition, no greater than 2 seconds of asystole and no inappropriate shock was noted. Additional information indicated that the rv lead was fractured on the rate sense/portion. Subsequently, the rate/sense portion of the lead was capped; however, the defibrillator coils were still active. A new brady lead was implanted for rate/sense purposes. This lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.